Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the subject device was replaced and will be returned for analysis due to the impossibility to establish telemetry and absence of answer to magnet application. The device was implanted on (B)(6) 2015. The device was returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was replaced and will be returned for analysis due to the impossibility to establish telemetry and absence of answer to magnet application. The device was implanted on (B)(6) 2015.